Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During sheath preparation as per IFU and insertion via femoral access, physician has spotted small tear at end of dilator. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.